Event description:
On or about (B)(6) 2002, the plaintiff was implanted with an ams sparc sling with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that the "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, extrusion of the mesh." It was also alleged that the, "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury." It was also alleged that the plaintiff was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain suffering.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.